Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep checked the cable, connector and printed circuit board contacts and the customer was notified of the faults. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system would exhibit a loose contact on the footswitch connector. No pt injury was reported.